Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs were returned and confirm a motor current spike, speed deviation, elevation in placement signal, and decrease in flow on the third day of support. This is characteristic of biomaterial ingestion. The product was retuned, and biomaterial was found wrapped around the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella rp device for mechanical circulatory support. During impella placement, the pump flows were observed to be low. It was reported that after researching the device history, it was noted the impella pump had ingested a clot the prior afternoon. The device was explanted and replaced with protek. The patient continued on extracorporeal membrane oxygenation support.